Manufacturer narrative:
Product analysis: analysis was performed a small deviation of the stylus pointer position on the touchscreen was observed. The touchscreen and stylus were calibrated. It was also determined at analysis that the backup battery was empty but was able to be charged. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer issue was unknown and required corrective maintenance, repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.